Event description:
The patient reported loss of therapeutic effect and loss of bladder control. The patient reported following position change is when the symptom occurred, ¿when they bent over to reach for something under the bed and she felt a snap. The patient reported that she did not if it was my back because her entire has curvatures in the shape 's' and it was horribly painful." The snap and loss of therapeutic effect occurred around the same time. The patient also stated ¿she can move it around with her hand.¿ it was reported that the location of the symptoms was perineum. The patient reported that the implant "was not working" and wonders if it was moving. The patient stated that ¿the wire that they put it in there with, she bet it was broken because she could not get anything on her patient programmer¿. It was indicted that aaa's had been changed in the programmer. The patient noticed it was not working about 1.5 months ago when they "started peeing in their pants." The patient had gone to their primary (hcp) who gave the patient oxybutynin for her bladder. The patient reported that their therapy was not working as expected. It was indicated that patient was to wait until (B)(6). A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va09hd9, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Information received later indicated that patient was still having concerns regarding their device or therapy but was working with their health care provider or company representative. The patient also "mentioned that no health care provider had "ever" heard of this on". It was mentioned that she had concerns with their device or therapy, it did not work. It was indicated that patient was prescribed oxybutynin. The patient appointment scheduled on (B)(6).